Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient was experiencing worsening ventricular ectopy/bigamy since the implant procedure of the right ventricular (rv) lead. The lead was placed with a large redundant loop at inflow resulting in mechanically induced premature ventricular contractions. The lead was revised and remains in use. No further patient complications have been reported as a result of this ev ent.